Event description:
Caller reported cartridge alarm 20 during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl; the reported level was within the normal range. The customer was able to successfully load a cartridge and resume insulin therapy, resolving the issue. No additional information was received regarding the outcome of the event.